Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a lap inguinal hernia one balloon would not inflate and the valve seal broke on the second balloon so they opened a third and completed case. There was no patient harm.

Manufacturer narrative:
Additional info: evaluation summary: post market vigilance (pmv) led an evaluation of two devices. The visual inspection noted: that the dissector balloons, trocar balloons and lock collars. The circular seals for the dissector balloons was cut. Only one obturator was received. A functional evaluation found that the trocar balloons were inflated, no leaks detected. The hole was covered, and the dissector balloons were inflated, no leaks detected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the cut in the circular seals may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.